Manufacturer narrative:
The catheter has been evaluated and found separated at approximately 8.2cm from the hub.(B)(4)

Manufacturer narrative:
The device involved in this event has not been returned for evaluation.(B)(4)

Manufacturer narrative:
The catheter has been evaluated and found separated at approximately 8.2cm from the hub.(B)(4)

Event description:
Treatment of an avm. It was reported the catheter ruptured during contrast injection. No patient injury reported.same event as MDR# 2029214-2011-00054 and MDR# 2029214-2011-00055.